Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood on the device. Microscopic examination and tactile inspection revealed a shaft break 64.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-aug-2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 25mm x 3.5mm, concentric, de novo target lesion containing a bend of <=45 degrees was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 3.0mm x12mm quantum maverick balloon catheter was advanced but failed to cross the distal lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.